Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was broken during insertion of the intraocular lens (iol) into the patient's operative eye. The iol was partially inserted into the eye. No further information is available.